Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact reported the battery depleted fully from 100% and the pump shut off. During review of the pump history, unacknowledged alerts were observed during the time of the battery depletion. In addition, it was determined that the pump was powered back on the following day. The contact alleged the history was inaccurately displayed and the pump was not off for 24 hours. There was no reported impact to the customer¿s blood glucose.